Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current. The customer report symptoms that the difficulty in breathing related to high blood glucose. Customer treated with insulin pen. Customer report customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. Customer reports insulin exited at the quick release. The customer state that auto mode feature was not active. The insulin pump will not be returned for analysis.